Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that an out of range shock impedances measurement was detected. At this time the system remains implanted. The physician is aware of the shocking impedances issue since implant.

Event description:
Boston scientific received information that during a follow up it was noted that the pacing impedances of this right ventricular lead had been low out of range since the implant. A few daily measurements showed out of range shocking impedances. All other lead measurements appeared normal. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Additional information received noted that an alert was triggered due to an out of range shock impedances measurement.